Event description:
According to the rptr: the sulu was fired successfully in first 2 squeezes but stuck at 3rd squeeze with a "crunch" sound from the handle. Subsequent staples did not form properly. Two new reloads were used to complete the procedure. The portion with the failed staples was resected.

Manufacturer narrative:
(B)(4).